Event description:
A (B)(6) male pt contacted zoll customer support to report that his equipment "just doesn't work." During servicing, of the battery pack, a reportable problem was discovered. The pt ended use and did not need replacement equipment.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (doesn't work) was confirmed. As received, the battery would not charge in the charger or power on a monitor. Upon eval, the battery had a full charge capacity of 1163 mah, compared to specs of 1250 mah. The cause for the inability to charge or power on a monitor is the low full charge capacity. The root cause for the low full charge capacity cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.